Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called to report high blood glucose levels. The customer's reading was 515 mg/dl. The customer treated with a manual injection. The customer did not report any symptoms. The customer reported air bubbles in the reservoir. The customer performed troubleshooting and was able to run a manual prime and verify that insulin exited the tubing. No further details were provided.